Event description:
It was reported that during a demo of the cardiosave intra-aortic balloon pump (iabp), the unit had leak in the high pressure helium regulator. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the high pressure helium regulator. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a demo of the cardiosave intra-aortic balloon pump (iabp) by a getinge clinical representative, the unit had leak in the high pressure helium regulator. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Postal code: (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the high pressure helium regulator (0103-00-0637). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.